Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 85% stenosis in the proximal diagonal branch. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that there was difficulty advancing the stent and the stent became deformed. The procedure was completed using another onyx device (ronyx20030x). No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.